Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 500 mg/dl and low blood glucose value was 52 mg/dl. The customer treated high blood glucose low blood glucose with some peanut butter and crackers. The customer declined troubleshooting for high and low blood glucose. Customer reported that they did hear beeps when audio volume settings were saved and they did hear the differences between the two audio beep volumes. The insulin pump will not be returned for analysis.